Event description:
New information received on (B)(4) 2014 states that the lead exhibited sensing anomaly, high impedance and an intermittent capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead was fractured. The lead was capped and replaced.